Manufacturer narrative:
(B)(4). Event month is unknown: (B)(6), 2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: can you please clarify, when one of the clips "completely compressed on the staple line" was there an issue with staple formation? Was the clip malformed (unformed, clip gap, one leg longer than the other, etc.)? Was the clip scissored? Response received: the clip incompletely compressed - meaning there was a larger gap than normal so I guess you could define it as a ¿clip gap.¿ the clip was not scissored.

Event description:
It was reported during a laparoscopic gastric bypass one of the clips completely compressed on the staple line. This same device was used to complete the procedure with no patient consequences reported.